Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported that the customer's blood glucose was fluctuating and that the insulin pump gave them a safety alarm. The blood glucose reading at the time of the report was 302 mg/dl. She stated that the blood glucose had been up over 300 mg/dl and dropped to 180 mg/dl and then came back up to 198 mg/dl. She stated that the insulin pump had not been stored for an extended period of time. She also reported that the insulin pump had delivered insulin in one instance without any button being pressed. The customer was on medications at the time of these issues. The customer did not express any symptoms of high blood glucose and was treated with a bolus. Customer's daughter stated that the drive support cap appeared to be normal and recessed. She ran a manual prime and stated that insulin did exit the tubing. She found no air bubbles in the tubing and no leaks. The cannula was occluded and they have had bent cannulas. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump passed self test and unexpected restart test and no unexpected external ram crc error or unexpected error alarm noted. Insulin pump had a cracked tube lip.